Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" time between all testing = less than 30 minutes. Therapeutic range = 2.0-3.0.